Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user complains the device is noisy and nasal/ throat infection or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 15, 2025 and section h11 should be reported as: a user contacted the manufacturer previously regarding the sound abatement foam correction/removal. The user complains the device is noisy and nasal/ throat infection or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the trilogy ventilator and did not observe any visual defects the ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. There were not any critical alarms or error codes in the event log. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the trilogy ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.